Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Verified 3 consecutive pump error 63 alarms (line number 704 file number 2006) was noted in the pump history download due to moisture damage to the lcd window. No date time listed in the adapt tool fault error log for pump error 63. Unit successfully downloaded to thump. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and corroded home switch. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed during analysis and triggered by 3 pump error 63 alarms. Pump error 63 alarm confirmed due to moisture damage to lcd window. No blank display noted during testing due to critical pump error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.